Manufacturer narrative:
Title: enhanced-view totally extraperitoneal approach in emergency ventral incision hernia repair: a case report source: swiss med wkly. 2021;151:w20423 pp1-4. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed in 2021, 30 days post-operative to emergency laparoscopic ventral hernia repair via enhanced-view totally extraperitoneal (etep) approach, there was a symptomatic seroma causing pain in the surgical site, which needed surgical evacuation, but was completely resolved at 1-year follow-up with no symptoms at all.